Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the suction cylinder, the forceps channel port, the air/water cylinder, the scope connect case unit, air/water tube, jet tube, and residual liquid or foreign material that had come out of the channel tube. There was no patient involvement.